Event description:
Dealer stated that the user alleges that their l-4r scooter stops intermittently causing the user to turn unit off then back on to continue driving. Dealer stated he could not duplicate the issue.